Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20 ml luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: seeing leaks on device that was aged at temperature.

Event description:
It was reported that the bd 20 ml luer-lok¿ syringe caused general dissatisfaction. Because the syringe was used outside of the recommended guidelines and the customer was only testing the product, there was no patient / medication involvement. The following information was provided by the initial reporter: seeing leaks on device that was aged at temperature.

Manufacturer narrative:
Additional review of this complaint has determined that the event is unlikely to cause serious injury/harm to a patient. The initial MDR submission, (MFR report# 1911916-2022-00256), mat therefore be disregarded. The following information has been corrected: b5: describe event or problem: it was reported that the bd 20 ml luer-lok¿ syringe caused general dissatisfaction. Because the syringe was used outside of the recommended guidelines and the customer was only testing the product, there was no patient / medication involvement. The following information was provided by the initial reporter: seeing leaks on device that was aged at temperature.